Manufacturer narrative:
Ps382441, method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analyzed. Results: the subject mr290 chamber was visually inspected and a red residue on the external surface of the aluminum base plate was observed. Further analysis of the subject mr290 chamber base was conducted using a scanning electron microscope (sem)- energy-dispersive x-ray spectroscopy (eds) and fourier-transform infrared spectroscopy (ftir). While ftir analysis did not show any analyzable levels of contaminants, however sem-eds analysis showed extensive amounts of sodium and chlorine, along with traceable amounts of other chemical substances. Chemical analysis of the red residue confirmed the presence of sodium chloride. Conclusion: based on the information provided by the customer and our investigation of the complaint device, the cause of the degradation is due to the significant exposure to saline, most likely from the use of nebulized drugs. Saline solution contains sodium salt which is highly corrosive to aluminum. The presence of this solution could cause degradation of the aluminum chamber base over time. This could have caused the chamber dome to be cracked. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use usp sterile water for inhalation or equivalent." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber dome was found cracked after 10 days of use. It was also reported that the nebulized drugs bromohexine and salbutamol were administered. There was no reported patient consequence.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a (B)(4) vented autofeed humidification chamber dome was found cracked after 10 days of use. It was also reported that the nebulised drugs bromhexine and salbutamol were administered. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint (B)(4) vented autofeed humidification chamber has recently been received at fisher & paykel healthcare (f&p) (B)(6) for evaluation. We will provide a follow-up report upon completion of our investigation.